Event description:
It was reported that failure to sense was noted on the right ventricular (rv) lead. The physician suspected that clavicular crush was the cause of the sensing anomaly. The rv lead was explanted and replaced with a new lead. There were no patient symptoms or consequences.